Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was to be used for a cytodiagnosis procedure within the bile ducts on (B)(6), 2010. According to the complainant, during preparation for the procedure the brush could not be retracted back into the sheath. The procedure was successfully completed with another combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a combo cath wire-guided cytology brush was to be used for a cytodiagnosis procedure within the bile ducts on (B)(6), 2010. According to the complainant, during preparation for the procedure the brush could not be retracted back into the sheath. The procedure was successfully completed with another combo cath wire-guided cytology brush. There were no patient complications reported as a result of this event. The patients condition post procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found no defects. The inner diameter of the brush lumen was measured and found to be within the manufacturing specifications. A functional evaluation found that the brush could be actuated smoothly with no resistance. A second functional evaluation found that with the device held straight, the brush was able to retract within manufacturing specifications. The device was found to retract according to manufacturing specifications, and there was no visible damage to the device; therefore, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. (B)(4).